Event description:
After the tablet upgrade in 3.16, impossibility to program or to leave a session.

Event description:
After the tablet upgrade in 3.16, impossibility to program or to leave a session.

Manufacturer narrative:
The investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a software issue, and it will be corrected with the next smartview version. - regarding the bluetooth communication issue, the files available on the tablet revealed a lost communication at 13:30 (programmer time). Nevertheless, by analyzing the pacemaker¿s files, no bluetooth communication issue is noticed. Therefore, based on the available data, the root cause cannot be determined. - the complaint is recorded for trending purposes.